Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated evaluation codes method:b01 [10] - testing of actual/suspected device c91896 evaluation codes result:c07 [180] - mechanical problem identified c92079 evaluation codes conclusion:d15 [4315] - cause not established c139471 h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated, pump was found to be slightly overdelivering. Expulsor was out of specifications so it was trimmed. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed accuracy test, volume was outside of recommendation. No adverse effects were reported.